Manufacturer narrative:
1/22/1998-supplemental report #1 sent to FDA. The reported condition has been confirmed and attributed to a fracture in the needle. The needle vendor has been notified and corrective action has been taken.

Event description:
The device was used during a liver resection procedure. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.